Event description:
During thoracosurgeries one of the two doctors performing the surgery would get a deep puncture burn to the finger. Various electrosurgical pencils were used and there were no signs of burning on them. There was a total of 18 events

Event description:
During thoracosurgeries one of the two doctors performing the surgery would get a deep puncture burn to the finger. Various electrosurgical pencils were used and there were no signs of burning on them. There were a total of 18 events.